Event description:
It was reported that during an implant procedure, the lead could not reach the target position. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.